Manufacturer narrative:
(B)(4). Customer will not returned the product. Unable to confirm complaint. Most likely underlying root cause of malfunction: strip issue. Manufacturer contacted customer within 24 hours call for knowing customer's conditions;customer stated feel better did not seek medical attention.

Event description:
Customer complains of hi results (more than 600mg/dl).customer states is experiencing symptoms of irritability, sweaty and fatigue. Verified the strips expire 9/19/2017.